Manufacturer narrative:
Zimvie complaint (B)(4). Additional PMA/510(k) numbers are k011028 and k013227.

Event description:
Doctor indicated impossible to remove the mount from the implant. New implant was placed. Tooth site # 20.